Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm, the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l13874) was used as the finishing coil. It was inserted into the concomitant sl-10® microcatheter (stryker), and as the sheath introducer was pressed against the hub of the microcatheter, the physician advanced the coil but there was resistance between the complaint coil and the microcatheter. The physician retracted the coil and reinserted it, but the coil could not be advanced. It was replaced with another g3 mini coil (catalog and lot# unknown) but the same issue occurred. A target® coil (stryker) was used as the replacement and it was able to advance. The procedure was resumed. The physician commented that there may have been a narrow part in the microcatheter and the g3 mini coil is softer than the target coil which resulted in the resistance issue. There was no report of any patient adverse event or complication. The complaint coil was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 2.00cm galaxy g3 mini coil was received contained in a pouch. The device underwent visual inspection and was found in good normal condition. There were no damages and no anomalies observed during the visual inspection. The marker band was found at 37cm from the hub; this is within specification. The returned complaint device underwent a microscopic inspection. The embolic coil was observed in stretched condition. Functional evaluation could not be performed due to the condition of the embolic coil. A review of manufacturing documentation associated with this lot (l13874) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the 1.00mm x 2.00cm galaxy g3 mini coil chosen as a finishing coil encountered resistance with the concomitant sl-10® microcatheter and could not be advanced. The reported issue could not be confirmed through functional evaluation as the condition of the stretched coil precluded it from undergoing functional testing. However, the stretched condition observed under microscopic inspection is likely related to the reported event and therefore, confirmed the reported issue. The stretched condition is likely due to applied force during handling that may have been excessive. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied after encountering the initial resistance between the coil and the microcatheter, when the physician retracted the coil and reinserted the coil into the microcatheter but still could not advance the coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm, the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l13874) was used as the finishing coil. It was inserted into the concomitant sl-10® microcatheter (stryker), and as the sheath introducer was pressed against the hub of the microcatheter, the physician advanced the coil but there was resistance between the complaint coil and the microcatheter. The physician retracted the coil and reinserted it, but the coil could not be advanced. It was replaced with another g3 mini coil (catalog and lot# unknown) but the same issue occurred. A target® coil (stryker) was used as the replacement and it was able to advance. The procedure was resumed. The physician commented that there may have been a narrow part in the microcatheter and the g3 mini coil is softer than the target coil which resulted in the resistance issue. There was no report of any patient adverse event or complication. The 1.00mm x 2.00cm galaxy g3 mini coil was returned for evaluation which revealed that the coil was in stretched condition. Based on the product analysis completed on 01 december 2020, this event has been deemed MDR reportable as a ¿malfunction.¿